Manufacturer narrative:
The reservoir leaked because the seal between the needle and the vial-septum was insufficient.

Event description:
It was reported that the needle on the transfer guard was bent. Nothing further was reported.